Event description:
It was reported that the patient complained that their inflatable penile prosthesis (ipp) pump was difficult to squeeze and would not cycle. The physician was able to get it started after trying troubleshooting steps but those steps did not work for the patient. The patient had visited the office multiple times and was still not able to get the pump and cylinders to inflate. The ipp was removed and replaced with an alternate prosthesis instead. There were no further patient complications reported.

Event description:
It was reported that the patient complained that their inflatable penile prosthesis (ipp) pump was difficult to squeeze and would not cycle. The physician was able to get it started after trying troubleshooting steps but those steps did not work for the patient. The patient had visited the office multiple times and was still not able to get the pump and cylinders to inflate. The ipp was removed and replaced with an alternate prosthesis. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis (ipp) was visually inspected, microscopically examined, and leak and pressure tested. The cylinders exhibited wear at folds in the cylinder bodies; no visual damage was noted upon inspection. The cylinders passed leak and pressure testing. Inspection of the pump noted no visible damage and no leaks were found. Functional testing found the pump did not pass activation testing. No further anomalies were noted with the remainder of the device. Product analysis concluded these activation issues could affect the functionality of the device. Based on this investigation, the investigation conclusion code of caused traced to component failure was chosen, based on the identified non-conformance with the pump.